Event description:
Respiratory therapy team responded to ventilator alarm. Puritan bennett¿ 980 ventilator was alarming "display failure". Puritan bennett¿ 980 ventilator continued functioning in fail-safe mode. A new ventilator was setup to continue with the respiratory treatment.